Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds 80102u202) was advanced to the mitral valve and the clip was implanted. A second cds (80102u203) was advanced; however, imaging difficulties were noted due to the imaging quality. Grasping the leaflets was difficult with the clip arms prior to lowering the grippers. Once the grippers were lowered, the clip was closed but tore through the anterior leaflet. The cds, with the clip attached, was removed. Outside the patient anatomy, it was noted that there was some tissue still attached to the clip. One clip was implanted, reducing the mr to 3+. During the procedure with the second clip, there was. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure to grasp and capture the leaflets appears to be a combination of patient morphology/pathology (thin anterior leaflet, poor ejection fraction and a dilated left atrium) and procedural circumstances (difficulty visualizing the clip). Additionally, the reported patient effect of tissue damage also appears to be a combination of procedural circumstances and patient morphology/pathology (difficulty visualizing the clip and thin anterior leaflet) as after the grippers were lowered, the clip tore through the anterior leaflet. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design, or labeling.